Event description:
The physician implanted the 8 x 66 x 75 wallstent into the distal part of the lesion.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the stent dislodged in the introducer sheath. The 100% in-stent restenosis was located in the non-calcified right superficial femoral artery within a non-bsc stent. The lesion length was approximately 20cm. The lesion was pre-dilated using another manufacturer¿s 6mm x 10cm balloon. Next, an 8 x 66 x 75 wallstent was implanted in the proximal part of the lesion. The physician attempted to advance the 8x66x75 wallstent iliac endoprosthesis with unistep plus delivery system into a 6fr 5cm introducer sheath, however, this attempt was unsuccessful. The physician repositioned the wallstent, however, the stent deployed in the outer sheath. No attempt was made to reconstrain the stent. The physician withdrew the wallstent delivery system and then removed the introducer sheath, however, it was noted that the expanded wallstent remained partially inside the puncture site. The physician removed it and completed the procedure with a new introducer sheath and another of the same wallstent. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)